Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was inserted in the lumbar area for an abdominal surgery. After surgery, the pt was moved to the floor. Later, the crna noticed some leaking on the bed. At that time, the certified registered nurse anesthesiologist (crna) found that the epidural catheter was broken in half at the distal end, not near the insertion site. No surgical intervention was needed for removal and there were no reported pt complications.